Manufacturer narrative:
The (B)(6) claims manager alleges the consumer is seeking on-going treatment after the rollator's back left wheel broke into two pieces, causing the consumer to fall. Maintenance history is unknown. Product has not been returned for an evaluation, so it is unknown if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction.

Event description:
The consumer purchased the rollator on (B)(6) 2010. She was using the rollator in the scope of her employment at (B)(6) when the back left wheel allegedly broke in two pieces, causing her to fall. No details or description of the alleged injuries are known at this time. The complaint alleges the treatment is currently ongoing.